Event description:
It was reported that the pump touch screen was intermittently unresponsive and that it timed off sooner than expected. Additionally, it was reported that the wake button sticks and that the battery was depleting quickly. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. There was no reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.